Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a virage screw broke during implantation, but that it was removed and replaced, and there was no patient or surgical impact, aside from an 8 minute delay, although the screw did jam on the removal driver.